Event description:
It was reported that a patient presented remotely with intermittent capture noted on the patient's pacemaker. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that corrective programming changes were made. No additional malfunctions were reported. No adverse impacts to the patient were reported. The patient's weight was unknown.